Event description:
A doctor alleged that a patient had experienced an allergic reaction with symptoms of swelling, redness and oozing on the outside of the mouth, cheeks and face after placement with of the positioner.

Manufacturer narrative:
Patient specifics with regard to age and weight was not provided. It was reported that the patient sought medical attention with an allergist where she was prescribed antibiotics and steroids. She was diagnosed with an allergic reaction to vinyl material. The appliance was removed. To date, the patient has fully recovered and is doing fine.